Event description:
After pre-dilatation with a 2.0mm angioplasty balloon, a 2.5mm diameter by 15mm length s660 stent delivery system was inserted for treatment of a 80% lesion in the left anterior descending artery. It was not possible for the stent to cross the severely calcified lesion despite aggressive attempts. Therefore, the stent delivery system was removed. Upon removal of the stent delivery system, it was reported that they had to tug to pull the device back and that it "felt funny" leaving the left anterior descending artery. Upon removal of the device from the pt, the stent was noted to be missing. A angioplasty balloon was inserted in attempts to retrieve the undeployed stent from the left anterior descending artery. The stent was brought back to the femoral sheath, however it came off of the balloon at that time. Attempts to retrieve the stent were unsuccessful, therefore, the stent was deployed in a distal branch of the femoral artery. The target lesion in the left anterior coronary artery was treated with another manufacturer's stent. There was no additional clinical sequelae reported related to the event.